Event description:
Did not power up properly. Displayed "system error 4." Turned off, set aside - attempted to use another similar device. After 5-7 minutes from 1st attempt, powered up properly and connected to pt. Device operated properly for remainder of procedure. Upon investigation it was determined that error message was generated as a result of incorrect setting of date and time. When device's cpn scanned date and time, it was not recognizing valid date and time-causing alarm condition. Date and time incorrect due to defective memory battery and faulty "comm a board." Preventing retention of info when unit is turned off. Hosp is reporting this so MFR can investigate solution rather than the generation of "system error" if date and time are incorrect. Device has been repaired by replacing "comm a board" and associated battery. Device has been completely tested for proper operation and returned to clinical use.